Event description:
Boston scientific received information that this right ventricular (rv) lead displayed measurements that were not satisfactory due to lead dislodgement. The decision was made to reposition the lead, and all measurements were normal and stable. Subsequently, additional information was received that, during the most recent follow-up, it was observed this rv lead dislodged for a second time. There was also note of an increase in threshold measurements, and a decrease in sensing measurements. The physician elected to implant a new rv lead.

Manufacturer narrative:
This rv lead will not be returned to boston scientific. At this time there is no additional information. Should additional information become available, this report will be updated.